Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. Based on the investigation results, dirt was identified in the objective unit; however, a definitive root cause for the reported issue could not be established. The remaining findings were attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid video laparoscope had a cut on the cord and cable. Distal fiber breakage was noted. Dents and scratches were observed on the distal edge of the objective frame, and dirt was present in the objective unit. The light guide adapter was loose, and light transmission failed. There was no patient involvement.